Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer by accident yanked out the infusion set site with the weight of the pump it pulled it to the ground shattering the touchscreen. The customers blood glucose level was not impacted. Reportedly, the touchscreen is not operable. It was indicated that the customer would use a backup pump for alternate insulin therapy.